Manufacturer narrative:
(B)(4). Batch # r92k11. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during a lavh, a part of the tip of the outer sleeve was melted. The surgeon commented that it was possible that an electric knife touched to the device. No pieces were fallen and left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # r92k11. Device analysis: the analysis results found that the b12lt instrument was received with the sleeve melted. This type of damage is consistent with the one produced by an energized device. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices. The reported complaint was confirmed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.